Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with elevated metal ion levels and pain. A pinnacle metal on metal liner and cocr femoral head were removed and replaced with an altrx liner and ceramic head with titanium sleeve. Doi: (B)(6) 2006, dor: (B)(6) 2021, affected side: left hip.